Manufacturer narrative:
Date of event was reported as (B)(6) 2016 - "(B)(6) saw eri message".

Event description:
Information received from the patient reported that an elective replacement indicator (eri) was seen on the programmer of their implantable neurostimulator (ins) system. The patient stated that when they had the device implanted they were told it would last 5 years but it only lasted 3.5 years. There was dissatisfaction with the ins longevity. The ins battery icon was empty on the programmer screen. When the patient contacted their healthcare professional (hcp) they were out to lunch and they were panicking because they did not know how long the ins had. They decreased the stimulation from 4.6 volts to 3.4 volts to save on the battery level. The patient stated that the other night they felt a tingling in their ankle and noted that's when they usually know the battery was low. Follow up information reported that the patient had contacted their physician regarding the eri issue and they were referred to a surgeon where they were seen on (B)(6) 2016. The patient was getting insurance approval to schedule the battery replacement. The eri issue had not been resolved at the time of this report. Also, no steps had been taking to resolve the tingling in the ankle issue. The indications for use for the implanted device were noted spinal pain and radiculopathy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.